Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. Inflation testing was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of visual inspection and functional testing there was not found any failure of device. Complaint was not confirmed. No device history report (DHR) review was performed because no lot number provided and there was no lot number printed on product flange. No trend of similar customer complaints was identified. No actions taken., corrected data: h6 - health effects codes.

Manufacturer narrative:
UDI related data quality updates only: UDI is unknown because the lot number was not provided.

Event description:
It was reported that during patient use, a cuff air leak was observed. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.